Event description:
The info received suggests the reservoir was removed due to "compression iliac vein and dvt (deep vein thrombosis)." It was also noted that there was "no explanation." A new reservoir was implanted on the same day. Add'l info was requested, but not provided.

Manufacturer narrative:
Should add'l info become available regarding this surgery, it will be re-evaluated and a follow-up report will be sent.